Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual examination with magnification identified a circumferential fracture in the glass fiber tip distal to the bevel edge, the potential for forward firing exist. There was some burn marks and debris on the metal tip around the output window, indicative of tissue contact. The device was tested with a helium-neon (hene) laser fixture. The testing conducted showed that the aiming beam was present both in the output window and the distal tip of the device. The observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that the fiber did not work. No further information was provided. The fiber was returned and analysis found a circumferential fracture at the distal side of fiber/cap fusion zone at the bevel edge, the potential for forward firing exist.